Manufacturer narrative:
Based on the available info, the event is deemed a reportable malfunction because the device cannot be kept in place in the rectal ampulla as it would passively slip out of the pt. Furthermore, it will not be able to effectively divert fecal matter, protect pts' wounds from fecal contamination and reduce both the risk of skin breakdown and spread of infection. The device was not used on the pt. No add'l event detailed have been provided. A return sample for eval is not expected.

Event description:
Nurse was advised that prior to use the balloon did not inflate. The product was not used on pt.